Manufacturer narrative:
Additional information has been provided in b.2, b.3, and b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Information received indicated that during the fragmentation step, the surgeon pressed the pedal, there was no phaco and no aspiration. The system displayed error messages indicating that the handpiece needed to be tuned. Fragmentation was performed with the vitreotome.

Manufacturer narrative:
Additional information has been provided in d.10, h.6 and h.10. The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there were aspiration problems and the fragmenting phaco handpiece does not connect well. Patient involvement is unknown. Patient harm was not reported. Additional information has been requested.